Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant. During the procedure, difficulty inserting the stylet into the lead was observed. Continued insertion difficulty was noted with a replacement stylet. The lead was not used and replaced. The patient was stable throughout.